Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3890li. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137613 where the user narrative was confirmed. This device is currently pending repairs for the defects found and will be returned to loaner on 07-feb-2022, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 09aug2009 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary we checked the returned unit and confirmed that the bending rubber leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the u/d and the r/l knobs white marking faded/missing, the insertion flexible tube (ift) buckled, the light guide cable buckled, the air/water socket deformed, the u/d pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.